Event description:
It was reported by remote transmission the patient presented to the emergency department with low heart rates. It was determined the ventricular lead had potential loss of capture and high thresholds. The lead was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was apparent explant damage and the lead was stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies found. Apparent explant damage was noted, as well as the lead conductor was stretched.